Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had a loose electrocardiogram (ECG) connector, software needs to be updated, the system fan was noisy, the stylus pen was missing, small sections of the display on the right side were fading, there was no emergency vvi button operation and the stylus pen operation was intermittent.